Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: product type lead product ID 977a290 lot# serial# va11tat017 implanted: 2017-01-03 explanted: product type: lead, ubd: 17-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt rep reported that the pt has had a difficult time charging their implant for the past 2 months. Pt rep said the pt is getting an implant replacement because they said that the pt had a "deep discharge" and the pt's electrodes are only firing on two things. Pt rep said they couldn't charge the pt's implant and they would sit every night trying to do so and get frustrated. Pt said they would have good connection and then lose the good connection. Pt rep said that the pt has also had to go up from 1 to 6 for their settings. Pss documenting past event that was reported by the pt rep on the call. Additional information from patient reporting they were having difficulties charging their implant because they were having deep dis charge for 4 weeks. Also, they found out that 6 of 8 leads were broken. The issue has not been resolved yet, patient will have surgery to replace implant and leads.